Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The caller stated that she was experiencing low glucose of 74mg/dl in the past two weeks. The customer mentioned that she may have given herself too much insulin. The caller stated that she contacted her doctor and they had adjustments made, and since then the customer is doing good, and her blood glucose has been between 98 to 135mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.